Manufacturer narrative:
Additional information b5, d10:the device was running amicar and shut down twice while transporting patient. The device was swapped to resolve the issue. Additional information: d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the device shut down was not reproduced. A review of the event history log revealed 'improper shutdown!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device utilizing customer's alternating current (ac) power adaptor and a known good battery but did not observe any symptom or potential cause of the reported problem. The battery was not received for service. The rear case requires replacement as precautionary. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shutdown during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.